Manufacturer narrative:
The tip of the tap was broken within the patient's bone. Although the polyaxial screws are self-tapping, taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. Cannulated taps in the set come in 4.5 mm, 5.5mm, 6.5 mm & 7.5 mm and are color coded by diameter. A review of the device history record did not identify any manufacturing or processing related irregularities. The invictus mis tap was found to be properly manufactured and released in accordance with design specifications. An evaluation found that the distal tip had fractured and became separated from the instrument at 50mm groove. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. The detached tip, was able to be removed from the patient. It appears that this occurrence is likely the result of implantation in hard dense bone, which required an increased torsional load and off axis force that exceeded the design limits of the instrument.

Event description:
The doctor was tapping in the sacrum with the instrument and the tip broke off in the sacrum. The doctor retrieved the tap tip and continued tapping with a non-cannulated navigated tap.